Event description:
It was reported that catheter entrapment occurred. A 2.5mm x 220mm x 150cm coyote¿ balloon catheter was selected; however, during the procedure, the balloon catheter became stuck on a non bsc guide wire. It was also noted that there were some indentations on the balloon. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).